Event description:
It was reported that the pacemaker electrogram (egm) showed noise, likely external in origin, and oversensing on the right ventricular (rv) channel, resulting in signal artifact monitor (sam) disabling minute ventilation (mv), during an event. The patient was undergoing an ablation procedure at the time of the event. The pacemaker system remains in service. No adverse patient effects were reported.